Event description:
It was reported that the pt experienced intermittent and strong, painful stimulation sensations following a fall on the neurostimulator. She had turned the device off when these sensations occurred. X-rays were taken and showed no anomalies. Impedance measurements were okay when interrogated with the clinician programmer. There were no further actions at the time of this report and a device replacement is being considered. No pt injuries were reported. If add'l info becomes available a f/u report will be sent.

Manufacturer narrative:
(B)(4).